Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, damage (physical or cosmetic) and change sensor. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-7040a, mmt-332a, mmt-398a. Trouble shooting was not performed and customer reported crack on the side of the pump and unresponsive buttons and enter button was cracked. And also reported sensor expired. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-398a.

Manufacturer narrative:
All buttons function properly. Pump passed the displacement test, self-test. Pump was cut open to perform visual inspection no moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. Stuck button alarm did not occur during testing and in the (history file or traces) on event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked battery tube threads, cracked case (battery tube), cracked keypad overlay, stained keypad overlay, label damage. Unresponsive buttons not confirmed. Unit cracked ok keypad overlay confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.